Manufacturer narrative:
(B)(4). Batch #: u93p9z. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
While using the ats45 with a blue reload, the surgeon fired it very difficultly (excessive pressing on the handle to open and close on tissues; while firing), and after completing the first firing which staplers weren't deployed properly, he used another reload and the same error happened again.